Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an event of error: pump got heated that occurred on (B)(6) 2024. The event happened while in use with patient and no known patient/clinical harm.

Manufacturer narrative:
H4 - device mfg date: correction d9: date returned to mfg.: 5/20/2025 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump heated¿ was not replicated. Visual inspection found traces of burn battery compartment and burn mark on loose battery separator. The most likely cause of the report error is the battery compartment. Replaced battery compartment to resolve report error. This device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.